Event description:
It was reported that the user experienced difficulty during an ilet supply change because the cartridge was inserted without first rewinding, leading to insulin being expelled from the needle and a delayed appearance of drops; blood glucose at the time was 220 mg/dl. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the cartridge plunger. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.